Event description:
A malfunction alarm was reported with the pump during pumping, causing the customer's blood glucose level to reach 378 mg/dl. There was no adverse impact on the customer's blood glucose level. The customer was unable to resume insulin therapy due to recurring cartridge alarms, despite assistance in loading a new cartridge. Technical support decided to replace the pump, which was under warranty, and instructed the customer to put the pump into storage mode before returning it using a pre-paid label. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.